Event description:
It was reported that this right ventricular (rv) lead had exhibited potential loss of capture (loc). The right ventricular automatic threshold (rvat) test also failed. Technical services (ts) reviewed and discussed potential programming options, recommended the rep check for patient symptoms. Ts confirmed the rv thresholds looked stable and consistent. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited potential loss of capture (loc). The right ventricular automatic threshold (rvat) test also failed. Technical services (ts) reviewed and discussed potential programming options, recommended the rep check for patient symptoms. Ts confirmed the rv thresholds looked stable and consistent. This rv lead remains in service. No adverse patient effects were reported.